Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the cardiac arrest cannot be determined. Per the physician, the mitraclip did not cause the cardiac arrest, but it is unknown why it occurred. Cardiac arrest is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report cardiac arrest and intervention. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. The clip was placed, and during deployment the arterial pressure dropped from 11mmhg to 4mmhg. The patient went into cardiac arrest when the clip was implanted and cardiac resuscitation was performed. The patient recovered and the mr was reduced to grade 1. The patient was reported to be in good condition post-procedural. Per the physician, the mitraclip did not cause the cardiac arrest, but it is unknown why it occurred. No additional information was provided.